Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e volutr-26-us, serial/lot #: (B)(4), ubd: 16-dec-2020, UDI#: (B)(4), product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, after the valve was fully deployed, angiography showed both paddles appeared to have released from the delivery catheter system (dcs); however, as the dcs was withdrawn, it was noted that one of the paddles did not fully release and the valve dislodged. The valve was snared into the ascending aorta. Subsequently, a second 26mm transcatheter bioprosthetic valve was successfully implanted into the previous surgical valveno additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record (DHR) for the valve was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. A DHR was also performed for the delivery catheter system (dcs) and there were no correlations or issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Images of the event were reviewed and confirmed via fluoroscopy that there were no issues with the valve load. Images confirmed the valve dislodged and was snared for relocation. However, the issue with the paddles were not captured in the images. The evolut system best practices training material instructs the user to confirm paddle separation prior to retrieving the system. The deployment knob should be turned very slowly to allow the paddles to detach one at a time. If the paddle does not detach, the user is instructed to gently push on the system until the valve releases. The evolut IFU warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." This event does not indicate manufacturing issues nor a device misuse or malfunction of the valve or dcs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.